Event description:
Customer reportedly received the following results on aviva system within 10 minutes: 247 mg/dl, 153 mg/dl, and 119 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.